Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2024. The site location was abdomen. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).